Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the handpiece was not rotating/oscillating and overheating during use. There was no patient involvement.

Manufacturer narrative:
Analysis found that the seal and bearing was corroded. The customer's complaint of overheating could not be verified since the handpiece would not run due to motor seized. The housing of the device was disassembled and found that the seals was worn and bearings were corroded due to dried saline. The seal and bearings were replaced. The handpiece was repaired, cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.